Event description:
An olympus employee reported a chip in the adhesive of the bending section cover. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (peeled adhesive on lens). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the adhesive on the objective lens was peeled due to deterioration. In addition, angulation was insufficient due to stretched angle wire, the adhesive at the distal end was damaged, and the connector and control body were damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.